Manufacturer narrative:
Additional manufacturer narrative: the device was not returned to edwards for evaluation as it remained implanted. However, the device history record (DHR) was reviewed and showed that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. There are many factors that could result in the failure of a bioprosthetic a valve, the most common of which is regurgitation or stenosis caused by pannus and/or calcification. These complications can have many root causes, including but not limited to patient factors, (age, disease states, comorbidities), pharmacological factors, or procedure factors. It is typically not related to product malfunction. Without additional information, the root cause for the regurgitation remains indeterminable. If new information becomes available, a supplemental report will be submitted. The instructions for use (IFU) was reviewed and no inadequacies were identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. No CAPA is applicable to this case; however, edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that an (B)(6) male patient with a 29mm pericardial mitral valve underwent surgery for a valve in valve replacement after an implant duration of thirteen (13) years and four (4) days due to grade 3-4 regurgitation. A 29mm transcatheter valve was implanted through a transapical approach. No other information was provided.